Event description:
The product was applied during a total laryngectomy procedure. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hospital has reported no patient injury occurred.